Event description:
Same case as MFR#: 2134265-2010-05607. It was reported that during an emergent carotid artery stenting treatment procedure a balloon rupture occurred. The lesion was located in the internal carotid artery. A 3-2 sterling balloon was used for predilatation. The physician used a filterwire ez and implanted a carotid wallstent. The f/g, sterling, mr, 3.5 x 20/135 (4f) balloon was used for post dilatation. The balloon was inflated to eight atmospheres and ruptured. Though the carotid wallstent was not fully attached to the vessel wall the procedure was completed due to this event. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that even though the stent was not fully expanded the stent was firmly attached to the vessel wall. There was no damage to the stent or the filter wire.

Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).